Event description:
It was reported to philips that the system could not store or playback images and also could not emit fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. Third-party engineer addressed the issue by replacing the hard disk and recreating the database. No service was performed by philips. The system was returned to use and is now in good working condition. The codes were updated based on the investigation's outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. Third-party engineer addressed the issue by replacing the hard disk and recreating the database. No service was performed by philips. The system was returned to use and is now in good working condition. The codes were updated based on the investigation's outcome. The reporting address line 1 and the reporting address city have been updated.